Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Updated section b5.

Event description:
It was reported that the patient experienced pain at the ipg site following weight fluctuation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.